Event description:
Drug leak from pluger.

Manufacturer narrative:
(B)(4). Initial MDR submission. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field. Patient problem code: f27 ¿ no patient involvement device problem code: a0504 - leak / splash it was reported the drug leaked from the plunger. To aid in the investigation, six samples in opened packaging blisters and one photo was provided for evaluation by our quality team. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then tested for leakage and passed. The photo provided shows one syringe with no packaging blister, one syringe in its packaging blister, and two packaging blister top webs. No other information could be obtained from the photos. A device history record review was completed for provided material number 302832, lot 2298213. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed and a probable root cause could not be determined. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10 manufacture narrative.